Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a surgical procedure the laser probe did not provide a burn to the retina. The power of the laser power was increased from 90 to 160 in increments of 10 without success. It was suggested to leave the laser probe in the straight position and shoot like that, but the result was the same. When exchanging the laser probe it got stuck and the trocar cannula was pulled out of the patients eye. The case was completed using an alternate laser probe. The patient did not require any additional treatment; there was no harm to the patient. This is the first of two reports from this facility. Additional information has been requested and received.

Manufacturer narrative:
The 23 gauge articulating illuminated laser probe was received and a visual assessment of the returned sample showed a bent tip. When the laser probe was connected to a calibrated system to test the aiming beam, it was found that the aiming beam appeared at the bent part of the tip, indicating a broken optical fiber. The laser optical fiber core was observed at the subminiature version a (sma) connector, but no nonconformity was found that would suggest a laser firing issue. When the laser probe was inserted into a 23 gauge trocar cannula, the trocar was caught at the bent tip location. The 23 gauge articulating illuminated laser probe was packaged on august 24, 2017. There were 372 paks associated with this lot. The laser probe was manufactured on august 16, 2017. There were 159 probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing per manufacturing assembly procedure (map), to verify that the tips are conforming. In addition, laser output test is performed during manufacturing per the map to verify that the laser beam outputs properly and within power specification. The root cause of the reported event can be attributed to the damaged tip. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed that this event involved two laser probes that did not produce burn and pulled out the trocar when removed on a patient's left eye. This file represents the first laser probe involved in this event.